Manufacturer narrative:
Product event summary # geo event description: it was reported that the pacing impedance of this lead had a progressive elevation of impedance: 2013 = 465; 2014 = 1056; end-2014 = 1700; (B)(6) 2015> 2000. Threshold normal 0.6 / 0.5; sensing normal 25 mv. Since the pacing impedance was high (> 2000 ohms) and a tavi procedure is planned, it was decided to replace this lead. The lead was extracted with extraction wire on (B)(6) 2015. Preliminary geo assessment: no std. Serial number associated device unknown. Event description suggests persistent impedance increase. Preliminary geo conclusion: suspect lead ok.

Event description:
It was reported that the lead exhibited gradual rise of impedance and high impedance values. The lead was explanted. No patient complications have been reported as a result of this event.